Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
It is mentioned in the operator's manual that empty positions within the racks should be avoided in non-barcode mode.

Event description:
The customer reported that they have noticed an issue with discontinuous sequence numbers on the modular core analyzer. When this occurs, the incorrect sample number is used in the measurement result screen when a request is made to the host, or the measurement is sent to the host. This issue may also cause samples to not be measured. The customer noted that the issue had occurred several times and provided an example of one occurrence that happened on (B)(6) 2015. The sample sequence number suddenly went from sequence number 825 to sequence number 5. It was stated that there were erroneous results for the affected sample, but no specific results were provided. It was not known if any erroneous results had been reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected due to the event. Investigations have determined that up to four samples can be given a faulty sample identification. The issue will occur when the following conditions are met: the instrument is working in sequence number mode; non standard container usability is valid; a rack is assigned to use non standard tubes; and a sample container is set somewhere in positions 2 through 5 of a rack, but not in position 1. If a sample container is set only in position 5, then the sample number of the sample will be number 5. Samples in the subsequent rack will then be unloaded without being measured. As a workaround, the user should make sure to place the sample container in position 1 of the rack. If the issue does happen to occur, the samples in the racks after the affected rack will be unloaded without being measured.